Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.

Manufacturer narrative:
(B)(6).